Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and compromised force sensor system during prime test due to protruded/loose drive support disk. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, broken battery tube threads, broken belt clip slot, and cracked reservoir tube window corner.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time 116mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.